Manufacturer narrative:
Date of event is estimated. The allegation is high impedance and all leads were revised; however, it is unknown which lead had the high impedance, therefore, all potential leads are being listed. Additional leads potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI:(B)(4), serial:(B)(4), batch:7898876. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI:(B)(4), serial:(B)(4), batch:8006170. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI:(B)(4), serial:(B)(4), batch:7987688. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 1627487-2022-04201. It was reported the patient experienced ineffective stimulation due to high impedance. In addition, patient felt pain at the ipg site. As a result, surgical intervention took place wherein one lead and the ipg was explanted and replaced to address the issue. The investigation did not determined which lead recorded high impedances.